Event description:
This device was returned with oos documentation from biotronik representative wayne cook. Per oos, this device had intermittent oversensing. Comments: "several occasions of chatter on ventricular sensing causing charging and [patient was] almost shocked. Patient received a high voltage [external 220v ac] shock from a kitchen appliance in 2008." Rep. Called and explained that the oversensing problem was not related to the ICD lead, and that the lead was re-used and remains in service. Oversensing occurred only after the external electrical shock received from the faulty kitchen appliance. Prior to explant, oversensing was reproduced at follow-up testing when the patient rotated his arms. The rep. And the physician suspect possible ICD header damage.